Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the left ventricular lead was not capturing. A chest x-ray revealed that the left ventricular lead had dislodged. The lead was explanted and replaced, and the patient was recovering post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.